Event description:
It was reported that the 9800 system had a ma sensor error message during a case. The 9800 system was rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.